Event description:
It was reported that this brady lead was a case of an attempted implant in the biventricular coronary sinus (cs). The physician was unable to cannulate cs, therefore, the left bundle branch (lbb) approach was used. Furthermore, in an attempt to place this brady lead in lbb, the helix was damaged after numerous attempts. This brady lead was never in service and a new lead with the same model was implanted. No adverse patient effects were reported. This bready lead was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. The helix damaged allegation was confirmed, basing on the finding of a stretched-out helix. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this brady lead was a case of an attempted implant in the biventricular coronary sinus (cs). The physician was unable to cannulate cs, therefore, the left bundle branch (lbb) approach was used. Furthermore, in an attempt to place this brady lead in lbb, the helix was damaged after numerous attempts. This brady lead was never in service and a new lead with the same model was implanted. No adverse patient effects were reported.